Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the lv1/distal conductor was fractured in-vivo not in the anchoring sleeve area. Corrected h6: fdd code and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced when the syncope when the ipg was reprogrammed to vvi mode. It was also noted that the ra lead exhibited noise with arm movements. Telemetry showed multiple instances of no pacing and pauses on the right ventricular (rv) lead which was suggestive of noise. An x-ray was performed and showed that the ipg had migrated and that both leads were pulled taut, which may have impacted the lead's performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and pauses. It was reported that the right atrial (ra) lead exhibited a suspected fracture and varying and high undefined impedance. It was also reported that the right ventricular (rv) lead exhibited a suspected fracture, unstable thresholds and over sensing. The atrial channel was programmed off and the implantable pulse generator (ipg) system was then removed and replaced. No further patient complications have been reported as a result of this event.